Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device displayed an e6 error message. It was unknown if the event occurred during surgery. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. It was not reported that there was patient or user injury. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the thermistor was bad which would prompt an e6 error message. Therefore, the reported condition was confirmed. It was determined that this failure was most likely due to the device being immersed in fluid. The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.